Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported primary audible alarm was evidenced in the event history log (ehl). The error was not replicated during an occlusion test. The customer reported product problem was verified based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The speaker was replaced as a preventative measure.

Event description:
It was reported that the medfusion pump produced a primary audible alarm during infusion of tpn. The alarm interrupted occurred more than once and interrupted therapy. This product problem did not cause or contribute to any adverse patient health effects.